Manufacturer narrative:
The device was not returned for review, therefore its actual condition is unknown. Manufacturing documentation was reviewed and found to meet specifications, including the sublot of constraining rings. Only the second page of the implantation operative notes were returned for review, which do not give any indications of a definitive root cause; however, a competitor femoral head was noted to have been utilized. The femoral stem utilized is unknown. This is considered an off-label use of the device, which is indicated in the packaging insert, as zimmer has not tested the compatibility of this combination of devices. No additional complaints have been received from this manufacturing lot. With the information provided, a definitive root cause cannot be stated, however use of competitor product may have contributed.

Event description:
It is reported the patient's hip was revised after failure of the constrained acetabular liner due to torsional forces and shearing of the component, rendering the constrained liner ineffective.